Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The video cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would not display an image and there was an issue with the cable. No patient injury was reported.